Manufacturer narrative:
H3: analysis of the [device], model [97755], s/n [(B)(6)], revealed : cable insulation is peeling away at donut end and wires are exposed. Electrical failure. High reading 0, low reading 0. Scrapped due to low reading being 0 should be higher than 30. H7 & h9 : updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their controller quit working yesterday, and they thought the controller battery was dead, and while trying to charge (ins) yesterday it wouldn't do anything. Agent asked, patient said the controller's green light was flashing while plugged into ac power; controller and implantable neurostimulator (ins) were at 60%. Agent had patient plug controller into ac power without li battery and patient confirmed controller powered on. Patient then connected recharger, positioned paddle over ins, and reported seeing no device found. Patient entered passive recharge mode and reported 0-0-0. Patient mentioned that the recharging cord was getting warm. The issue was not resolved. An email was sent to the repair department to replace the recharger.